Event description:
It was reported that during pre-op, the skeeter three burrs were wobbling after inserting into skeeter handpiece so it was not used. When handpiece checked with other older burrs it was not wobbling. There was no patient involvement. Analysis of the returned three burs confirmed that there was excessive wobbling observed in two of them.

Manufacturer narrative:
H3: product analysis of the bur found that visually, there was no damage in the construction of the device. There was no damage to the distal tip and no loose components. The overall length of the bur shall be 3.850 +0.015/-0.010 inches and the actual measurement was 3.86 inches which was within specification. The outside diameter of the sleeve area shall be 1.57 ± 0.02 millimeters and the actual measurement was 1.50mm (first sample)which was found out of specification. Functionally, the bur could not fit securely into a handpiece. During console functional testing, excessive grinding and wobbling was observed. For additional analysis, the bur was compared to a reference sample and the blue colored sleeve of the bur was exposed/showing when seated in the handpiece, but the sleeve of the reference sample did not show. Additionally, the reference sample clicked/slid into the handpiece while loading, but this bur did not click. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.